Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a bolus from the pump. Customer changed pump supplies to address the issue and resumed insulin delivery.